Event description:
The physician was attempting to advance an endeavor resolute drug-eluting stent to a lesion. The device could not cross the lesion d ue to strong resistance. It was noted on withdrawal of device that the tip was deformed. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first three distal segments were raised and deformed. The balloon was scratched at the location of the stent damage. The balloon was inflated to 9atms and 16atms without any issues. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: related to operational context - (damage on the device is most likely procedural related). Inherent risk of procedure - (failure to deliver stent and stent deformation) - (deformation problem). Evaluation conclusions: related to operational context - (damage on the device is most likely procedural related). Inherent risk of procedure - failure to deliver stent and stent deformation.